Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. Lot number was added. New events abnormal bleeding (vaginal), mental anguish was added. Updated event psych injury related to essure to depression. Lab data was updated. Concomitant condition , concomitant drug, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Lot number d19667, production date 2014-10-21, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. D19667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, d&c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: plaintiff currently planning for essure removal. Right side: there were 8 coils visualized. Left side: 6 coils that were deployed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion. Lot number d19667 production date 2014-10-21 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter information and rcc note added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.